Event description:
The tip got separated. The entire tip separated and the pt was taken to the operating room to have the tip removed. Tip separation occurred outside the bladder. No additional info has been provided by the reporter.

Manufacturer narrative:
Expiration - unk as lot is unk. Unk as lot is unk. (B)(4). . Event eval: still under investigation.